Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article "providing physical therapy interventions for a patient after heart transplantation in the acute care setting: a case report" that a 60 year old male implanted with a heartmate 3 left ventricular assist device (lvad) was listed for heart transplant. The patient had past medical history that included nonischemic cardiomyopathy and heart failure with reduced ejection fraction of 10-15% that caused them to require an lvad. Other significant diagnoses in the past included chronic kidney disease, chronic obstructive pulmonary disease, and colon cancer status post colectomy with ileostomy. The patient was admitted to the hospital for recurrent ventricular tachycardia. Medical procedures addressing the patient¿s recurrent tachycardia were left and right stellate ganglion block and cardioversion. After 19 days in the hospital the patient underwent a heart transplant and had their lvad explanted.

Manufacturer narrative:
Correction: the following information regarding the literature review article should have been included in h11 of the initial report: sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Lee, v., macfarlane, s., & romano, g. (2024). Providing physical therapy interventions for a patient after heart transplantation in the acute care setting: a case report. Journal of acute care physical therapy, 15(4), 129-136. Doi: http://dx.doi.org/10.1097/jat.0000000000000245. (B)(6) hospital, philadelphia, pa, united states. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events and patient outcome could not be conclusively established through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and renal failure, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication. No further information was provided. The manufacturer is closing the file on this event.